Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the device had a battery failure. During diagnosis, it was noted that the device had invalid charging. It was suggested to replace the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer restored the ventilator without replacing any parts. The device was returned to use. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed. No parts were replaced, no further evaluation necessary.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/25/2022, 09/23/2022 and 10/20/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.